Manufacturer narrative:
No additional information is available at this time and root cause cannot be determined. Cormatrix has made multiple attempts to obtain addition information from the surgeon and user-facility. No sample or further information was provided to the manufacturer. It is unknown if the reported event may also be related to the patient co-morbidities, the surgical procedure, other devices, or treatments. Cormatrix will submit a follow-up report if additional information becomes available.

Event description:
It was reported that a cangaroo ecm envelope was implanted after having been soaked in bacitracin for 1 - 2 minutes and sutured in place. At one (1) week post-op, the first signs of infection were noted, with the diagnosis of infection made at 4 weeks. Patient had extraction of device and leads without complication and doing well.

Manufacturer narrative:
On 11/23/2016, additional information was received from the implanting physician: (B)(6) male patient underwent an ICD generator change-out on (B)(6) 2016 with a cormatrix cangaroo ecm envelope (cmcv-009-xlg lot# m16h1211) following a 1 minute soak in bacitracin antibiotic solution. Patient developed flu-like symptoms several days later and was seen by primary care physician on (B)(6) 2016. ICD pocket was swollen and red and patient started on augmentin. Patient seen on (B)(6) 2016 by cardiology and pocket was a little swollen, but no redness, tenderness, or drainage. On (B)(6) 2016 patient seen by another cardiologist who determined pocket felt "boggy" but not clearly infected, however a stitch abcess was noted at lateral margin of the incision. Abcess opened and wound cultured, and patient started on IV antibiotics. Culture grew (B)(6) and the leads and generator were removed on (B)(6) 2016. At surgery fluid in pocket with tissue breakdown characteristic of a pocket infection. Patient recovered without further incident and a new ICD was implanted on (B)(6) 2016. Physician reports no known comorbidities that would have contributed to event, and that there was no way to tell whether the event was related to, or caused by the device. A manufacturing review was conducted of the reported lot, with no issues observed in the bioburden or sterility testing results associated with this lot. The reported lot was released to distribution on 8/23/2016 having met all the release requirements.